Event description:
It was reported that "the arterial lumen could not be aspirated; pt indicated pain feeling, when lumen was flushed; catheter extension showed slightly blooded fluid; catheter was explanted from surgery department; explanted catheter showed a crack at the proximal side behind the cuff."

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specs and quality requirements were satisfied. When the investigation is complete a final report will be submitted.